Event description:
It was reported to philips that the system was unable to power on the device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event and the procedure was re-arranged at another time. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse noticed the mpd control unit burned the fuse, indicating a malfunction with the mpd (main power distribution unit) control unit. To resolve the issue, fse replaced the mpd control unit and checked the system. The defective mpd control unit was returned to philips for failure analysis. The cause of the mpd control unit failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the mpd control unit by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.